Event description:
Patient was revised due to pain and high metal levels. Update litigation alleged the asr hip was explanted due to pain, a slipping sensation in the joint, inflammation, elevated chromium and cobalt levels in his blood, bone loss, loss of mobility, a burning sensation, abnormal gait and difficulty ambulating.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain and high metal levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers the investigation closed.